Event description:
At the end of the vaginal hysterectomy procedure, while stitching up the pt, doctor was pulling out the insert and the insert broke. The doctor noticed it was bent. Hospital returned the insert to have MFR confirm no piece or part is missing from the insert, that may be in pt.

Manufacturer narrative:
Visual inspection of the device confirmed the insert to be damaged, in that a small piece of the linkage connecting the jaws was broken. A tiny piece (approx 1/16") was missing from the linkage. The insert had been distributed to the customer in 2001. The cause of the damage was determined to be metal fatigue from extraordinary use. The hospital has been informed of the results of the inspection.